Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that patient faced infusion set occlusion event. Blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.